Event description:
Customer reported insulin leaking from the reservoir. Insulin was found inside the reservoir compartment below the piston. Troubleshooting was performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.